Manufacturer narrative:
Device was evaluated. Corrections included turning off all telepacks and restarting the system.

Event description:
Customer reported an issue with the panorama central station which my have affected telemetry monitoring. No pt injury was reported.